Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one opened 4fr sl groshong nxt catheter kit. Among the kit components was one 4fr sl groshong catheter with an inlaid stiffening stylet. The catheter was leak tested by flushing the catheter with water through the luer of the stylet using a 12 ml luer lock syringe. During testing, a leak was observed between the 15 cm and 16 cm depth markers. Microscopic inspection of the leak site found that a diagonal tear was present. Some of the damage to the exterior of the tubing wall was found to not penetrate the catheter wall, indicating that the damage likely originated from an external source. Inspection of the fracture found that that the edges were jagged and non-uniform, and the surface was granular. The catheter was bisected and the inner catheter wall inspected. No stylet markings were observed. The inner catheter wall was found to have less damage than the exterior wall, further supporting the fact that the damage had originated externally. Based on the observed features, it is possible that damage caused by a blunt instrument contributed to the observed failure. However, there is not sufficient evidence to conclusively determine this. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the nurse flushes the saline to examine the catheter before preparing to puncture the PICC, and the catheter is leaking, the catheter is replaced immediately. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the nurse flushes the saline to examine the catheter before preparing to puncture the PICC, and the catheter is leaking, the catheter is replaced immediately. No other information was provided.